Event description:
It was reported that an ilet did not charge despite being connected to a charger overnight, with a blinking green light observed and the device not connecting; the device became nonfunctional due to depleted battery, and a replacement charger was arranged after repositioning the device and removing the case did not resolve the issue. No clinical symptoms associated with inability to power the device due to lack of charging. Outcomes included interruption of therapy without medical intervention. Customer care provided support that included remote troubleshooting with verification of accessory setup. Investigation of this case revealed a suspected charger or charging interface malfunction consistent with a charging system failure. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction related to the charger.

Manufacturer narrative:
Initial.